Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) protruded from the patient&#38112;body. The patient took out the ilr and placed gauze at the incision site. The patient feels pain at the incision site. No patient complications have been reported as a result of this event.